Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro insert protruding from the posterior aspect of the uterus near the right cornual region / migration of implant / essure coil had punctured a hole through uterus"), pelvic pain ("pain / pelvic pain"), genital haemorrhage ("clotting / excessive bleeding") and colitis ("colitis") in a 29-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ulcerative colitis. Concurrent conditions included gastrointestinal disorder. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced weight decreased ("weight loss - 28 pounds"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), back pain ("lower back pain"), migraine ("migraine headache"), diarrhoea ("diarrhea"), constipation ("constipation"), colitis (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with oral contraceptive nos, sulfasalazine, surgery (total hysterectomy in (B)(6) 2011) and surgery (screening laparoscopy in (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, menstruation irregular, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge, weight decreased, diarrhoea, constipation and colitis outcome was unknown and the genital haemorrhage, back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, colitis, constipation, diarrhoea, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion detail: there were 4 loops noted at conclusion on right side and 2 loops on left side. She had a screening laparoscopy in (B)(6) 2011: obvious perforation of the essure device (uterine perforation of the coil portion of an essure micro insert through the posterior right cornual area of her uterus with continued patency of her right tube). Surgical pathology report: two metallic corneal coils with partial extrusion/perforation of the right coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2011: left hemorrhagic ovarian cyst. X-ray showed that her right coil was all balled up in a ball. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, back pain, colitis, abdominal pain, constipation, diarrhea, weight loss, vaginal bleeding, migraine headaches, pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. New reporters added; case became medically confirmed. New events added: vaginal bleeding, menorrhagia, migraine headache, vaginal discharge, weight loss, diarrhea, constipation, abdominal pain and colitis. The event perforation of organs was updated to the coil of the essure micro insert protruding from the posterior aspect of the uterus near the right cornual region./ migration of the implant. It was reported that hysterectomy was performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro insert protruding from the posterior aspect of the uterus near the right cornual region / migration of implant / essure coil had punctured a hole through uterus/right coil all balled up in a ball"), pelvic pain ("pain / pelvic pain"), genital haemorrhage ("clotting / excessive bleeding") and colitis ("colitis") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right coil was balled up in a ball". The patient's past medical history included ulcerative colitis. Concurrent conditions included gastrointestinal disorder. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In august 2009, the patient experienced weight decreased ("weight loss - 28 pounds"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic discomfort, pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), back pain ("lower back pain"), migraine ("migraine headache"), diarrhoea ("diarrhea"), constipation ("constipation"), colitis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and ovarian cyst ("he found a cyst on my ovary"). The patient was treated with oral contraceptive nos, sulfasalazine, surgery (total hysterectomy in (B)(6) 2011) and surgery (screening laparoscopy in (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, menstruation irregular, vaginal haemorrhage, menorrhagia, migraine, vaginal discharge, weight decreased, diarrhoea, constipation, colitis and ovarian cyst outcome was unknown, the pelvic pain had not resolved and the genital haemorrhage, back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, colitis, constipation, diarrhoea, genital haemorrhage, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion detail: there were 4 loops noted at conclusion on right side and 2 loops on left side. She had a screening laparoscopy in (B)(6) 2011: obvious perforation of the essure device (uterine perforation of the coil portion of an essure micro insert through the posterior right cornual area of her uterus with continued patency of her right tube). Surgical pathology report: two metallic corneal coils with partial extrusion/perforation of the right coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2011: left hemorrhagic ovarian cyst x-ray - in (B)(6) 2009: coil was balled in a ball. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal discharge, back pain, colitis, abdominal pain, constipation, diarrhea, weight loss, vaginal bleeding, migraine headaches and pelvic pain. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received : new events added- "discomfort and ovarian cyst". Event right coil was balled up in a ball was splitted into uterine perforation and device physical property issue. Lab data was added. Event outcome of "pain / pelvic pain" was updated as not recovered / not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("clotting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods") and back pain ("lower back pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the perforation, device dislocation, genital haemorrhage, menstruation irregular and back pain outcome was unknown. The reporter considered back pain, device dislocation, genital haemorrhage, menstruation irregular and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.